Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used during a hemostasis procedure in the stomach.according to the complainant, after unpacking, the nurse tested the device functionality. The needle extended, but it failed to retract. No damage was noted to the device, or its packaging. The procedure was completed using another injection gold probe.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used during a hemostasis procedure in the stomach. According to the complainant, after unpacking, the nurse tested the device functionality. The needle extended, but it failed to retract. No damage was noted to the device, or its packaging. The procedure was completed using another injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to stable.

Manufacturer narrative:
A visual examination of the returned device found a kink at the distal end of the handle. Functionally, when the handle was actuated, the needle failed to retract. Further analysis of the catheter revealed that the hypotube was fractured. The condition of the returned incident device was consistent with the complaint that the needle failed to retract. The evaluation attributed this to the fractured hypotube, but further revealed that the kinked catheter may have contributed to the event. Since the specific cause of the damage cannot be identified, the most probable root cause is undeterminable. However, an investigation is underway to address catheter kinks. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.